Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 28 mm amplatzer septal occluder was selected for implant. During the procedure, the device was positioned and deployed, but during deployment the device took a cobra shape. The device was recaptured, removed, and successfully replaced with a 30 mm amplatzer septal occluder. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.